Event description:
It was reported via repair work order that the bed had no motor functions and was stuck in an elevated position due to the base sensor being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the lift was out-of-calibration and the potentiometer was damaged.

Event description:
It was reported via repair work order that the bed had no motor functions and was stuck in an elevated position due to the lift being out of calibration and a damaged potentiometer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.